Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that there were no ncrs generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the battery charger had signs of smoke and spark showing after it was switched on for about 5 minutes. There were additional products readily available to complete the procedure and the index procedure was not altered. The surgery was completed without any complications. The procedure was not delayed. There was no patient harm reported. No additional information about the event is available at this time. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates that the device 05.001.204 sn (B)(4) has been tested successfully before it was delivered on (B)(4) 2011. All electronic circuit boards have previously been tested successfully as well. No damage is visible on the device housing. Opening the device it was determined that a film capacitor at position c47 of the main circuit board ((B)(4)) burned up. This confirms the failure description "smoke and spark came from the charger." This type of failure has been investigated for the first time. The electronic current during this failure mode was not high enough to let the device fuse blow (type: 5a/250v conquer). The device cannot be repaired due to damage on the circuit board around position c47. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.